Event description:
During a 2-level bipedicular procedure at t11 and t12 in a patient with soft bone and cancer, the operator noted a change in the inferior endplate of the t10 level after expansion of the spinejack implants. The change was described as "pushed in a little." The procedure was completed successfully without a clinically significant delay. No medical intervention or adverse consequences were reported.